Event description:
There was a small tear in the primary tubing in the pumping segment (soft section of tubing) just below the upper fitment (blue hard plastic piece that seats in the top groove of the pump). It was actually still leaking when the pump was opened. FDA safety report ID# (B)(4).